Manufacturer narrative:
A4 provided.

Event description:
New information received states that the leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report 1627487-2021-14553. It was reported that patient experienced ineffective stimulation due to lead fracture was observed on the t12 lead and high impedance issue was observed on the s1 lead. Patient denies any traumas or falls. Fracture issue was confirmed via x-ray. A surgical intervention is anticipated in the near future. No additional information is available at this time.